Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found a leaking buffer syringe. The fse replaced the buffer syringe and na electrode to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified no further leaking and analyzer resumed normal operation. Patient: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of erratic patient results for sodium (na), chloride (cl), calcium (calc) and albumin (alb), on their dxc 700 au clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient data or demographics.